Event description:
The company was informed that the pt's electrode had extruded. A surgery was performed to reposition and reinsert the electrode array.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The repositioning surgery went well and the pt's device has been activated. The pt is doing well and remains implanted. This is the final report.